Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage to the electronic assembly. A failed battery test alarm could not be verified due to the blank display. The insulin pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via telephone call that the insulin pump was not holding a charge and after changing the battey cap and the battery, the insulin pump still did not turn on. The insulin pump also alarmed for a failed battery test and then the display went blank. The display did not return through troubleshooting. The caller was advised that the customer discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.